Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s cardiologist directed the patient to report to the emergency room (ER). The patient had left shoulder and chest pain which might be due to lead migration on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.